Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2001, the subject presented with stable angina. The target lesion was a new, type c, eccentric, diffuse lesion with more than 2 cm in length located in the mildly tortuous and severely calcified mid right coronary artery (rca) with 90% stenosis contained in over 45 and below 90 degrees bend and was 29.0 mm long with a reference vessel diameter of 2.96 mm. The physician treated the target lesion with predilatation and placement of a 3.00x32mm promus element plus stent at 16 atmospheres, residual stenosis was 0% and timi flow iii. In (B)(6) 2013, the subject presented with coronary restenosis. Percutaneous coronary intervention was performed to treat the restenosis and was considered resolved on the following day.